Event description:
The lateral roadmap failed during the coiling portion of the procedure on our artis q biplane fluoro machine. Unfortunately, this happened at a point when the provider was unable to repeat the roadmap program and it took several minutes to form a workaround by using a last run image overlay as a roadmap. This problem continued to occur at least 4-5 more times during the procedure and the physician needed to repeat the roadmaps to complete his procedure. The procedure was completed without negative impact to the pt. Sieman's artis q biplane fluro machine was used on (B)(6) 2016. When problems were experienced, siemens engineers were notified immediately of the problem as well as hospital clinical imaging engineering department of this issue. Siemens applications specialist happened to be on site to witness this problem as well as the siemens engineer ((B)(6)) who came in after they were called.